Event description:
A (B)(6) distributor returned a defective battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (defective battery charger) has been confirmed. Upon eval, component u13, an 8-bit cmos flash microcontroller located on the pca board was damaged. The cause of the damage is corrosion on the battery charger connector. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.